Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The cause could not be determined. Returned actual device presented advanced disintegrated condition as expected after more than 8 month post event date ((B)(6) 2016 ). Opened foil package presented cracked and buckled condition and no further anomalies could be detected.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? Were there any adverse patient consequences? Please confirm that the device involved in the event will be returned for evaluation? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by that the patient underwent an open umbilical hernia procedure and mesh was used. During the procedure, the first layer of the device disassembled, preventing the procedure of the installation of the mesh on the spot of the defect. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. Additional information has been requested.